Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's pelvis in a different position than intended with brainlab navigation involved. According to the surgeon (treating clinician): the deviation of one screw, with a ca. 20-degree angle, from the intended target point in the pelvis was detected by the surgeon after finalizing the surgery. The deviating pelvic screw placement caused the damage of a sciatic nerve. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the limited information provided by the hospital, the contribution of the brainlab device (navigation system) to the deviating placement of the screw from its intended target point in the pelvis could neither be confirmed nor disproven. Reportedly, only the drilling of the pilot hole and the placement of the k-wire were performed with the aid of navigation. No control scan was taken to verify the placement of the k-wire, and it was removed before the deviating screw was placed in the pelvis by the user with a non-navigated screwdriver (with only the target reported as deviated, and not the entry point). Therefore, a clear root cause for the reported issue cannot be defined under these circumstances. Despite no indication of it being a cause or contributing factor to the deviating placement of the screw from its intended target point in the pelvis: in this case, the pelvis (not a vertebra) was selected for surface matching registration with initial points collected around the acetabulum for registration instead of set landmarks. Surface matching registration is only intended for spinal procedures i.e. Vertebrae. Three landmarks are required as the base of the surface match and should be acquired as precisely as possible. The closer the match, the better the registration accuracy. Additionally, the anatomy registered in this case may restrict the ability to collect additional points at varied planes and depths as per recommendations. Furthermore, artifacts were visible on the data set which can also affect registration accuracy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A hip replacement was performed with the intended placement of one screw in the acetabulum with the aid of the display by the brainlab software spine & trauma navigation 3.0. From post-operative x-ray and CT scans, the surgeon discovered that the screw placed with the aid of navigation deviated from its intended target point in the pelvis. According to the surgeon (treating clinician): the deviation of one screw, with a ca. 20-degree angle, from the intended target point in the pelvis was detected by the surgeon after finalizing the surgery. The deviating pelvic screw placement caused the damage of a sciatic nerve. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.